Event description:
A customer reported a pump displaying an altitude alarm 21. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support decided to replace the customer's pump and provided a replacement with updated software. The customer was advised to transfer settings and connect their continuous glucose monitor (cgm) to the new device. Instructions for returning the old pump and placing it in storage mode were provided and acknowledged by the customer, with understanding and agreement to return the pump within 10 days.